Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 242.104, 4.5mm lcp® proximal femur plate 4 holes/175mm-left, lot number 7831861). The subject device was received with the broken screw head still jammed in the screw hole of the lcp plate. The screw could not be loosened. The review of the production history revealed that this lcp prox. Femoral plate was manufactured in december 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The relevant dimensions of the screw hole occupied by the screw could not be measured due to the cold-welded screw head and damage. The root cause of the complaint condition could not be determined. Please note, wrong torque or angulation of the screw during insertion may lead to cold-welding between the plate and the screw thread. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 27, 2015. Device report from (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision surgery on (B)(6) 2015. The patient was experiencing pain after the initial surgery (on (B)(6) 2015), so the surgeon decided to perform a revision. During the revision, it was discovered that one screw had broken and one had backed out. The surgeon removed the two malfunctioning screws and placed two new screws on the patient's fracture.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent revision surgery on (B)(6) 2015. The patient had pain after the first surgery on (B)(6) 2015 so the surgeon decided to perform a revision surgery. During the revision surgery, it was found that one screw had broken. The surgeon removed the broken screw and placed two new screws on the patient¿s fracture. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After product was evaluated by the manufacturer, it was noted that two screws were broken and one had backed out.

Manufacturer narrative:
The manufacturing location for part # 242.104 / lot # 7831861 is (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: date of manufacture: 12/11/2014. Expiration date: n/a, a review of the device history record revealed no complaint related anomalies. The device history record shows lot 7831861 of 4.5mm lcp proximal femur plate 4 holes / 175mm was processed through the normal manufacturing and inspection operations with no rework. (B)(4) was written for an oversize thread feature. The nonconforming feature would not have had an effect on the complaint condition. All nonconforming product was scrap per w-I-s004. The remainder of the lot was accepted . The remaining lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: during the revision, it was discovered that one screw had broken and one had backed out. The surgeon removed both screws and placed two new screws on the patient's fracture. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.